Event description:
The tech alleged the side rail will not latch when raised. No pt impact.

Manufacturer narrative:
The tech found the side rail latch spring is missing. The tech replaced the side rail to resolve the issue.